Manufacturer narrative:
The sample product was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, ucva was 20/25 , refraction was plano + 0.25 x 19. Anterior chamber-unremarkable. Iol in good position.